Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a button error alarm and no button response due to moisture damage on electronic assembly. There was moisture damage found on motor assembly. Analysis was unable to verify for motor error alarm due to no button response.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, motor error and had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump alarmed motor and button error, after moisture exposure. The customer states the alarms began after going swimming with the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.